Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: 419478 implantable pacing lead, (B)(6) 2013.

Event description:
It was reported that during the implant procedure, the sheath experienced slitting difficulty, which caused the left ventricular (lv) lead to dislodge while slitting. The sheath was replaced and the lv lead was successfully implanted. No patient complications have been reported as a result of this event.